Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The site corrected the referenced instrument information. The suspect instrument is harmonic ace (part# 480275-08/ lot/serial# b)(6). A review of the device logs for this single use instrument was performed. Per this review of the logs, the harmonic ace was used on 03-may-2022 via system serial# (B)(6). The instrument met its end of life. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that a fragment from the instrument fell inside of the patient¿s anatomy. The fragment was completely retrieved during the same procedure. No further information was available, including patient information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly 0.22¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pressure of the jaws of the harmonic ace instrument were high. There was a fragment that fell into the patient¿s anatomy. The fragment was retrieved in the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment from the harmonic ace instrument fell into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace instrument fell inside the patient. The fragments were retrieved during the same procedure.